Manufacturer narrative:
Investigation: the investigation was performed by analyzing the retention samples through the leakage test and no failure was detected. Batch history analyzes, quality and maintenance notifications were performed and no quality deviations were found. We inform that for bd products the production processes are validated according to established criteria aiming at meeting the requirements. Therefore, it was not possible to relate the incident claimed to the syringe.

Event description:
It has been reported that one bd emerald¿ bd luer-loc¿ tip syringe and needle has been found experiencing erroneous results during use. The following has been provided by the initial reporter: sample air intake is presented through the use of a free needle maxzero connector and 10 ml syringe emerald. When taking the blood sample, the entry of air bubbles into the 10 ml syringe is observed through the connection with the needle-free connector. Apparently it filters in connector connection areas with 10 ml syringe. Batch not found in the system (sap). Information received by email on 9/13/2019: the lot number is 9044944.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd emerald¿ bd luer-loc¿ tip syringe and needle has been found experiencing erroneous results during use. The following has been provided by the initial reporter: sample air intake is presented through the use of a free needle maxzero connector and 10 ml syringe emerald. When taking the blood sample, the entry of air bubbles into the 10 ml syringe is observed through the connection with the needle-free connector. Apparently it filters in connector connection areas with 10 ml syringe. Batch not found in the system (sap). Information received by email on 9/13/2019: the lot number is 9044944.